Event description:
It was reported that the patient presented to the hospital for a routine follow-up on (B)(6)2023. Upon examination of the lead, it was noted that the right ventricular (rv) lead had high capture threshold and high defibrillation lead impedance. The rv lead was reprogrammed. The patient was in stable condition.